Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. The patient was also reported to have endocarditis. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. Although edwards was unable to perform device analysis, the records received for this patient confirm the reported event. The root cause of the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The patient's endocarditis was likely caused by an infection somewhere else in the patient's body. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Stenosis, regurgitation, prosthesis structural deterioration and endocarditis are all listed as potential adverse events related to the use of this device. No corrective actions are required based on this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a bioprosthetic mitral valve underwent a valve-in-valve replacement due to calcification leading to severe mitral stenosis and mild mitral regurgitation found on an echo, after an implant duration of six (6) years and nine (9) months. The patient was (B)(6) years-old at the time of the implant and concomitantly a tricuspid ring (4900t32mm) was also implanted in this surgery. After a syncopal episode with concomitant evidence of heart failure, an echo was performed showing a stenotic and regurgitant mitral bioprosthesis due to calcification of the leaflets. The patient was approved for tavi and the patient was discharged. One month later the patient presented intermittent fever and antibiotics were prescribed. Fifteen days later, the patient had an acute pulmonar edema. An echo showed vegetation on the bioprosthesis leaflets (ventricular side). Hemoculture was positive for staphyloccocus epidermidis (B)(6) and serratia marcescens. Endocarditis was diagnosed and treated. During the hospitalization and due to the progressive worsening of patient´s symptoms of heart failure, a valve-in-valve was performed in emergency (active endocarditis confirmed). The tavi procedure was performed through transapicale approach and an edwards transcatheter valve was successfully implanted. The patient was reported to be stable.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a device related infection.